Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was is not showing. A technical support specialist troubleshot the device and ran a database query, identified incorrect facility code ¿m,¿ informed customer via email, and closed case after customer confirmed issue was resolved by hospital information technology (hit) team. Code ¿m,¿ informed customer via email, and closed case after customer confirmed. The system functioned as intended after the technical support specialist diagnosed the device.